Event description:
During a gastroscopy procedure with planned bravo placement, the bravo delivery system failed to deploy properly and did not display. The spring assembly came apart during deployment. Procedure was completed and patient had no injury.